Manufacturer narrative:
Apoc incident: # (B)(4). Additional information: a2 & b7. The investigation was completed on 06-mar-2025. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.

Event description:
On 30-dec-2024, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a patient. There was no patient information available. Return product is available for investigation. Method act comment I-stat >700 sec there was no overdosing of the patient I-stat >1000 sec no additional heparin being administered I-stat >1000 sec no baseline testing. No patient information, no test/collection times, no heparin dose/time. It is unknown if protamine was administered. No product lot# information. Information requested but not provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.